Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). It was further reported that the t-wave oversensing was only being sensed by the left ventricular (lv) lead, which was not used for sensing. It was noted that the lv lead had possible high threshold measurement. Both the rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.